Manufacturer narrative:
UDI related data quality updates only. H2: correction marked. D1: brand name updated to match gudid database entry.

Event description:
Patient passed away on (B)(6) 2023, a couple of months after the implant. Patient's family alleged the pacer (model no. Pm2240, serial no. (B)(6)) failed based on purported documentation she recently received from healthcare facility indicating the 'pacer was not working.' Per the patient's family, the cause of death on the death certificate was congestive heart failure and pulmonary issues. The patient had began having fainting episodes in (B)(6) 2023; the physician, evaluated her and did not make any programming changes and documented the fainting episodes as falls. The patient's fainting episodes continued, but they did not follow up with the physician directly. On the event date, about 10-15 minutes had passed before the patient passed out in the bathroom. The ambulance arrived about 10 minutes later; the emt tried to get the patient's heart to 'work' but apparently told her it was futile since she was flatlined and the pacer was not working. No allegation of malfunction on the lead was reported.